Event description:
Patient suffered rib fractures in 2012. Ribs 6&7 were plated. Recently patient reached down to pick up child, felt a pop and pain in left rib case. X-rays show original fracture to have healed. Broken plate and associated screws were removed. Parts were returned for investigation, no obvious failure mode was identified. Normal wear from installation and removal were noted on the screws. Broken plate ends were rubbed smooth from rubbing, how long could not be determined.